Event description:
The clinic reported that a laser vision correction patient presented folds and wrinkles in right eye one day post treatment. Account reported there was no loss of best corrected visual acuity (bcva) and they performed a flap lift and rinse. The patient complained of blur vision and right eye feeling weird.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.